Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that on (B)(6)2010, the patient was sent to the hospital by the health care provider (hcp) with initial complaints of urinary retention. Upon physical examination, it appeared that the pocket site on the patient¿s buttock ¿did not look good.¿ the site was ¿warm, red, and swollen.¿ the patient was also ¿less responsive¿ and ¿sick.¿ the pocket site ¿wound¿ was punctured and the collected fluid was sent to be cultured. The result of the culture was infection caused by staphylococcus aureus. The patient was placed on an antibiotic regimen (intravenous flucloxacillin). The ipg was explanted. The patient was stated to be ¿still sick, needs to recover.¿ no further patient outcome was stated at the time of this report.